Event description:
On 7th march 2024, the arthrex gmbh identified a clinical evaluation which was published by klaus w j hanisch from hospital (B)(6) on 27th february 2024. The study indicating that between december 2015 and september 2018, atsa was performed on 30 patients utilizing 32 implants with convertible mb glenoid (two patients were operated bilaterally). High rates of complications led to revisions or re-operation in atsa in combination with mb (15/32). Seven cases had complications due to pe wear, disengagement, or inlay loosening. All received revision surgeries. The complications occurred at a mean time of 41.7 months (24¿62). Two patients with walch type c had posterior luxation, though we corrected the retroversion to about 10° in both cases. Two patients suffered from propionibacterium acne/cutibacterium acnes or staphylococcus epidermidis infections. One was pain free after the first stage and did not want further surgery, while the other received the two-stage revision to rsa. Both patients received oxacillin perioperatively, only. One subscapularis rupture occurred five weeks after replacement while the patient was gardening and the patient showed insufficient compliance with post-operative restrictions. An attempt to re-repair the tendon was unsuccessful, and the shoulder remained unstable. However, the patient tolerated his condition. One patient had signs of loosening of the glenoid component on x-rays, and she was revised to rsa.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.